Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower back and hip pain. On (B)(6) 2024 a full system explant was performed due to patient need for MRI scan. The firm was not notified of the planned explant prior to the procedure and thus no nalu personnel were present and the device was discarded by the medical facility.

Manufacturer narrative:
There are no allegations or indications of any system or component failure explant was performed due to MRI needs only.